Manufacturer narrative:
The system controller was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the transplant tech/coordinator that the patient is on his second system controller. Reading is 911 and running on internal battery with speed at 8000 rpm with fully charged batteries. Patient reports feeling nauseated. The system controller was exchanged with another system controller which resolved the issue.